Event description:
Breg was notified by an md that a patient had sustained a cold burn after using a breg cold therapy device following acl surgery. Also, per the doctor, the patient consulted a plastic surgeon and was treated with silvadene. As of 12/2/06, the patient's knee was healing "nicely." Per the doctor, he normally prescribes a polar care 500 lite with a wrapon multi use xl pad. He instructs patients to use the device 14-16 hours per day. The doctor informed breg that he applied gauze, several layers of 4x4s and 3 rolls of kerlix as dressing covering all areas of her skin in contact with the cold therapy pad. According to the doctor and without his knowledge, the patient borrowed a polar care 500 from a friend. The 500 is a different model that contains a temperature adjustment mechanism whereas the 500 lite is fixed within the specific temperature range. Per the doctor, his patient instructions did not include an operating temperature because he did not prescribe that type of unit for the patient. The unit was returned to breg for evaluation and found to be old and damaged. The patient's mother confirmed the damage was present when used by her daughter and had not happened in transit. She indicated that she did not change the temperature adjustment. When she got the unit from her friend, and the placement of the dial when the unit was returned to breg was where it was when used throughout her daughter's treatment. When returned, the dial was located all the way to the right, which is the warmest setting. Flow testing of the unit showed that the location of the dial completely shut off the flow of cold water and therefore, the patient received cold application only upon the initial filling of the pad. Temperature testing was consistent with the flow testing and indicated that the coldest temperature received by the patient was approximately 57f. After about a half hour, the unit delivered temperatures between 60-65 degrees f and rising due to body heat and the lack of cold water circulating through the pad. Although physician protocols may differ depending upon the patient's health and medical conditions, the typical temperature for extended use of cold therapy is in the range of 45-55 degrees. As such, the results of testing the unit were not consistent with a cold-induced skin injury. Breg's medical consultant indicated that the description of the injury and photos of the patient's knee were consistent with a compression skin injury due to excessive swelling. Breg has attempted to contact the doctor to discuss other potential causes and has not been successful in reaching him. Breg wrote to the doctor on 12/12/2006 to communicate these findings. Based upon the lack of breg's ability to communicate with the doctor, breg is filing this MDR. From the information breg has, in addition to the testing of the unit involved, it does not appear that the cold therapy unit was a factor in or contributed to the patient's skin injury.